Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received, the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called on behalf of her son, who uses the system. She said he had a pot that they did not think was delivering insulin correctly. They received no alerts or alarms from the pdm or pod and he did not respond to the bolus doses administered in response to the elevated bg levels. His bg went as high as 350 with blood ketones of 4.5 and vomiting at which point the patient was hospitalized. His temporary basal insulin rate was raised by 50% and he was given large amounts of water to bring down his bg and ketone levels. No further problems were reported. At the time of the report, the user stated that the product would be returned for evaluation.